Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to double counting of twaves. The oversensing of twaves were a result of decreased rwave amplitude when the patients position changed while they were sleeping. Several untreated episodes were also stored inappropriately. It was noted that the patient may be a substance abuser. During the interrogation they were unable to recreate the change in amplitude and oversensing of twaves. The sensing vector and rate cut off were reprogrammed. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.